Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), pelvic pain ("pain"), headache ("headaches"), amnesia ("memory loss"), alopecia ("hair loss"), contusion ("bruising"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016) and surgery (hysterectomy). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, abdominal distension and dyspareunia outcome was unknown. The reporter considered uterine perforation, device dislocation, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, abdominal distension and dyspareunia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs and migration of implant (device dislocation). She also experienced heavy bleeding (genital haemorrhage) amongst non serious events. She underwent a hysterectomy with essure removal about three years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Also uterine perforation and device dislocation may occur. Considering the information provided and the nature of reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident, as surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and device dislocation ('migration of implant/ migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), pelvic pain ("pain/extreme pain that felt like contractions/pain like coils were ripping out my insides"), headache ("headaches"), amnesia ("memory loss"), alopecia ("hair loss"), contusion ("bruising"), the first episode of abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraine"), hypoaesthesia ("numbness"), ovarian cyst ("ovarian cyst"), the second episode of abdominal distension ("bloating"), pyrexia ("fevers") and procedural pain ("surgery-I have some pain"). The patient was treated with surgery (hysterectomy and hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, dyspareunia, migraine, hypoaesthesia, ovarian cyst, the last episode of abdominal distension, pyrexia and procedural pain outcome was unknown. The reporter considered alopecia, amnesia, contusion, device dislocation, dyspareunia, genital haemorrhage, headache, hypoaesthesia, migraine, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and device dislocation ('migration of implant/ migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), pelvic pain ("pain/extreme pain that felt like contractions/pain like coils were ripping out my insides"), headache ("headaches"), amnesia ("memory loss"), alopecia ("hair loss"), contusion ("bruising"), the first episode of abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraine"), hypoaesthesia ("numbness"), ovarian cyst ("ovarian cyst"), the second episode of abdominal distension ("bloating"), pyrexia ("fevers") and procedural pain ("surgery-I have some pain"). The patient was treated with surgery (hysterectomy and hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, dyspareunia, migraine, hypoaesthesia, ovarian cyst, the last episode of abdominal distension, pyrexia and procedural pain outcome was unknown. The reporter considered alopecia, amnesia, contusion, device dislocation, dyspareunia, genital haemorrhage, headache, hypoaesthesia, migraine, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events: migraine, numbness, ovarian cyst, bloating, fever, post procedural pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant/ migration'), embedded device ('imbedded within both the right and left cornu') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. B53656- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia on (B)(6) 2012, chlamydial infection in (B)(6) 2012, ovarian cystectomy in 2010, breast prosthesis implantation in 2002, appendectomy in 1994, back surgery in 1992, drug allergy, rash, anemia, arthritis, headache, pap smear abnormal, lsil, nabothian cyst, adenomyosis, leiomyoma nos and menorrhagia. Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/extreme pain that felt like contractions/pain like coils were ripping out my insides"), headache ("headaches"), amnesia ("memory loss"), alopecia ("hair loss"), contusion ("bruising"), the first episode of abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraine"), hypoaesthesia ("numbness"), ovarian cyst ("ovarian cyst"), the second episode of abdominal distension ("bloating"), pyrexia ("fevers") and procedural pain ("surgery-I have some pain"). The patient was treated with surgery (novasure ablation, hysterectomy and hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, embedded device, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, dyspareunia, migraine, hypoaesthesia, ovarian cyst, the last episode of abdominal distension, pyrexia and procedural pain outcome was unknown. The reporter considered alopecia, amnesia, contusion, device dislocation, dyspareunia, embedded device, genital haemorrhage, headache, hypoaesthesia, migraine, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: trailing coils in uterus: 2,trainiling coils in uterus: 3. Most recent follow-up information incorporated above includes: on 1-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant/ migration'), embedded device ('imbedded within both the right and left cornu') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. B53656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia on (B)(6) 2012, chlamydial infection in (B)(6) 2012, ovarian cystectomy in 2010, breast prosthesis implantation in 2002, appendectomy in 1994, back surgery in 1992, drug allergy, rash, anemia, arthritis, headache, pap smear abnormal, lsil, nabothian cyst, adenomyosis, leiomyoma nos and menorrhagia. Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/extreme pain that felt like contractions/pain like coils were ripping out my insides"), headache ("headaches"), amnesia ("memory loss"), alopecia ("hair loss"), contusion ("bruising"), the first episode of abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraine"), hypoaesthesia ("numbness"), ovarian cyst ("ovarian cyst"), the second episode of abdominal distension ("bloating"), pyrexia ("fevers") and procedural pain ("surgery-I have some pain"). The patient was treated with surgery (novasure ablation, hysterectomy and hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, embedded device, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, dyspareunia, migraine, hypoaesthesia, ovarian cyst, the last episode of abdominal distension, pyrexia and procedural pain outcome was unknown. The reporter considered alopecia, amnesia, contusion, device dislocation, dyspareunia, embedded device, genital haemorrhage, headache, hypoaesthesia, migraine, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: trailing coils in uterus: 2,trainiling coils in uterus: 3. Most recent follow-up information incorporated above includes: on 23-nov-2020: mr received:event:imbedded within both the right and left cornu were added. Reporter, lot number, medical history,historical drug added and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant/ migration'), embedded device ('imbedded within both the right and left cornu') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. B53656- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia on (B)(6) 2012, chlamydial infection in (B)(6) 2012, ovarian cystectomy in 2010, breast prosthesis implantation in 2002, appendectomy in 1994, back surgery in 1992, drug allergy, rash, anemia, arthritis, headache, pap smear abnormal, lsil, nabothian cyst, adenomyosis, leiomyoma nos and menorrhagia. Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/extreme pain that felt like contractions/pain like coils were ripping out my insides"), headache ("headaches"), amnesia ("memory loss"), alopecia ("hair loss"), contusion ("bruising"), the first episode of abdominal distension ("bloating"), dyspareunia ("painful intercourse"), migraine ("migraine"), hypoaesthesia ("numbness"), ovarian cyst ("ovarian cyst"), the second episode of abdominal distension ("bloating"), pyrexia ("fevers") and procedural pain ("surgery-I have some pain"). The patient was treated with surgery (novasure ablation, hysterectomy and hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, embedded device, genital haemorrhage, pelvic pain, headache, amnesia, alopecia, contusion, dyspareunia, migraine, hypoaesthesia, ovarian cyst, the last episode of abdominal distension, pyrexia and procedural pain outcome was unknown. The reporter considered alopecia, amnesia, contusion, device dislocation, dyspareunia, embedded device, genital haemorrhage, headache, hypoaesthesia, migraine, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine perforation, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: trailing coils in uterus: 2,trainiling coils in uterus: 3. Lot number b53656 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: ptc investigation result company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs and migration of implant (device dislocation). She also experienced heavy bleeding (genital haemorrhage) amongst non serious events. She underwent a hysterectomy with essure removal about three years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Also uterine perforation and device dislocation may occur. Considering the information provided and the nature of reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident, as surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.